Event description:
A customer reported a low ckmb result on a patient sample. Results of this nature may lead to inappropriate physician action. There was no report of patient harm as a result of this event.